Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/20/2016 with the following findings: the reported "line through the display" was not duplicated during investigation. No lines were observed in the display screen. Unrelated to the complaint, the pump powered on to a call service (cs)69 alarm and therefore, was unable to recover. The remaining steps were unable to be verified due to the cs69 alarm issue. The ¿cs69¿ failure was written as a¿cs87¿ failure in the black box. A component failure was found on the pcb. Also unrelated to the complaint, the audio bolus button cover was observed to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.